Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture. During the lead revision procedure, the patient experienced unrelated issues and the procedure was stopped. The lead was capped and replaced on (B)(6) 2015. The patient was ok after the procedure.